Event description:
A patient underwent a port placement procedure using the x-port isp m.r.I. Post the procedure the catheter was allegedly damaged. And subcutaneous leakage from the catheter was confirmed. Additionally, the patient reported pain during catheter infuse. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port with an attached groshong catheter were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted on the attached catheter from the distal end of the cath-lock. The edges of the break were noted to be jagged, and surface was noted to be smooth and granular in both regions. Kinks were noted throughout the catheter. Upon infusion, a leak was noted from the partial compound break. Therefore, the investigation is confirmed for the reported leak and identified fracture, wear and deformation issue. However, the investigation is unconfirmed for the reported catheter damage issue as appropriate fracture was identified based on sample evaluation. The definitive root cause could not be determined based upon available information. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b1, b2 (event attributed to), g3, h1, h6 (patient, device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x-port isp m.r.I. Post the procedure the catheter was allegedly damaged. And subcutaneous leakage from the catheter was confirmed. Additionally, the patient reported pain during catheter infuse. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.